Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that during advancement, the stent delivery system (sds) interacted with the patient¿s heavily calcified, mildly tortuous, and 80% stenosed lesion, resulting in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification, mild tortuosity and 80% stenosis. The 3.5x33mm xience skypoint stent delivery system (sds) was advanced; however, the stent dislodged in the proximal right coronary artery due to the calcified lesion. The stent was retrieved with an unspecified balloon, as the stent was close to the catheter. A non-abbott device was used to continue the procedure. There was no adverse patient sequela. No additional information was provided.